Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery in 2009, the locking screw to the articular surface broke. The surgeon had to remove it with an osteotome. Another screw was used from another implant. Surgery was delayed by 45 minutes. Locking screw is only being returned for evaluation.